Event description:
The technician alleged that the side rail is broken and the side rail mount screws are pulled out. No pt impact.

Manufacturer narrative:
The technician replaced the side rail assembly to resolve the issue.